Manufacturer narrative:
(B)(4). The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2012 it was reported that the pump did not detect the cartridge during the load cartridge phase. There was no reported patient impact associated with this complaint. No additional information could be obtained. This complaint is being reported because the issue could not be resolved.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: during evaluation the force sensor was found to be out of calibration and contamination was found in the force sensor assembly. Unrelated to the complaint, the display screen was found to be faded and miscolored.